Manufacturer narrative:
No button error alarm noted. Unit had no button response due to flattened dome switch on esc button (creased). No unexpected number ramping, unexpected screens or scroll bar moving with no input noted. No audio/beep anomaly noted. Unit had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was performed. The device was returned for analysis.